Event description:
Patient contacted dexcom technical support on (B)(6) 2013 and claimed that on (B)(6) 2013 the sensor wire gave out signals the receiver did not understand for about 3 and a half hours. Patient asked physician what to do about the signals, and physician advised patient to contact dexcom technical services.